Event description:
It was reported to tycohealthcare/kendall that a customer had a problem with a cardiothoracic catheter. According to the customer "a 32fr chest tube broke off during removal and had to be surgically removed."